Manufacturer narrative:
The astral device was returned to a third party service center. The reported complaint was not reproduced, however, review of the device logs confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf195) related to a persistent issue. There was no harm or injury reported as a result of this incident.

Manufacturer narrative:
Review of the device logs revealed multiple safety resets occurred resulting in sf195. The investigation determined that the reported complaint was due to multiple safety resets occurring during a short period of time. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf195) related to a persistent issue. There was no harm or injury reported as a result of this incident.